Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced skin erosion at the ipg site due to possible infection. No cultures were taken, and it is unknown if physician prescribed antibiotics for the patient. As a result, the ipg was explanted.

Event description:
Follow up information identified the physician did not prescribe any antibiotics for the suspected infection.